Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted; (B)(6) 2000, (B)(6) 2001, (B)(6) 2002, (B)(6) 2002 . Date explanted; (B)(6) 2001, (B)(6) 2002, (B)(6) 2002 . Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2000. Subsequently, patient underwent revision procedures on (B)(6) 2001, (B)(6) 2002 and (B)(6) 2002 due to dislocation.